Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The cable and grounding pad were checked and cleared, but the team noted a small burn like area anterior to the incision. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported just prior to completion of caesarean section, it was noted that there were sparks from the pencil upon use. The cable and grounding pad were checked and cleared, but the team noted a small (1/2 x1 inch) burn like area anterior to the incision. They reported the location of the burn was not where the physician was using the pencil, which remained in the holster at all times while not in use.